Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. Lead model 6949 is part of the advisory for this model. Evaluation summary: (B)(4): the proximal segment (16 centimeters in length) was returned and analyzed. Primary analysis finding: no anomalies found. There was evidence of torn inner insulation and breached/cut outer insulation. All distal conductors were distorted. Apparent explant damage noted. Evaluation summary (B)(4): the proximal segment (14 centimeters in length) was returned and analyzed (only visual analysis performed). Primary analysis finding: no anomalies found. There was evidence of torn inner insulation and breached/cut outer insulation. Inner insulation was kinked/bucked. Apparent explant damage noted. Analysis of the devices (B)(4) and (B)(4) is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. Lead model 6949 is part of the advisory for this model. Evaluation summary: (B)(4): the proximal segment (16 centimeters in length) was returned and analyzed. Primary analysis finding: no anomalies found. There was evidence of torn inner insulation and breached/cut outer insulation. All distal conductors were distorted. Apparent explant damage noted. Evaluation summary (B)(4): the proximal segment (14 centimeters in length) was returned and analyzed (only visual analysis performed). Primary analysis finding: no anomalies found. There was evidence of torn inner insulation and breached/cut outer insulation. Inner insulation was kinked/bucked. Apparent explant damage noted. (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
An allegation from an attorney indicated that patient died approximately six months post implant of the right ventricular lead. Additionally it was reported the patient had experienced extreme physical injury. Further review revealed the patient died six months post implant of a cardiac resynchronization therapy with defibrillator (crt-d) system.